Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the bag was leaking at the seam during feeding. There was no patient harm.

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Since this complaint sample is not available for evaluation, the issue could not be confirmed and the root cause and corrective actions could not be identified. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.